Manufacturer narrative:
Hologic molecular application specialist (mas) analyzed the sample reports and determined there was no contamination and the likely explanation is that the lod is higher with the perking elmer analysis. Hologic's sme concluded that from the data, the system is indeed not contaminated. It could therefore be caused by lod samples or punctual cross over contamination when preparing the sample rack for loading. Sme also noticed that the positives are usually in a cluster which could point to carry over by a glove.

Event description:
Customer reported that the panther plus instrument 1010910262 had a positive sars-cov-2 samples that not detected with another technique (perkin elmer). Customer was using sars-cov-2 assay lot 303827.